Manufacturer narrative:
Additional manufacturer narrative: see attached article. - attachment: [abstract (1).pdf].

Manufacturer narrative:
G5 - combination product h10/11 - reference medwatch #2017233-2019-00449 for the article reported incident of one celiac endoleak and two sma endoleaks requiring re-intervention.

Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records could not be completed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking and trending.

Event description:
Abstract "performance of gore viabahn vbx compared with atrium icast as bridging stents during fenestrated endovascular aortic repairs" (louis zhang, m.d., sung ham, m.d., fred weaver, m.d., sukgu han, m.d.; university of southern california, los angeles, california; journal of vascular surgery volume 69, number 6, page e215 - e216; # pc042) was reviewed. The aim of the study was to compare experience with vbx and icast as bridging stents during fenestrated endovascular aortic aneurysm repair (fevar). The abstract identified one celiac branch occlusion at six months post op.